Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. It is possible that inadvertent mishandling while unpackaging the device/removal from the tray contributed to the distal sheath slightly retracting from the base of the tip and inadvertently prematurely activating/deploying the stent; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the absolute pro self expanding stent system (sess) was opened, the stent was noted to be partially deployed and flowered. There was no device use or patient involvement. Another absolute pro sess was used to complete the procedure. Returned device analysis identified that the stent was not flowered and was only exposed. No additional information was provided.